Event description:
It was reported that the pt had no stimulation on the left side of body. The impedance readings are out of range for the left lead. It was noted that the pt was receiving good therapy and stimulation on the right side of the body. MFR rep tried reprogramming electrodes 1, 2 and 3 at maximum voltage without success. It was suggested that pt have an x-ray taken of lead and/or extension area. Follow up info received indicated that retesting of electrodes 0-3 still showed out of range measurements. The physician ordered x-rays of the leads and ins (results unk). The pt was scheduled for revision surgery. No surgery date had been set. It was noted that the MFR rep was able to program 4-7 electrodes to get better coverage for the pt. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).